Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU: ¿during insertion, check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If there is any resistance to needle advancement, retract the needle, and assess components.¿ the cause of the needle insertion difficulty and subsequent skiving is consistent with not following the instructions for use.

Event description:
This report is to advise of skiving found during analysis.